Event description:
Clear care eye solution by ciba vision looks like any other contact solution. I borrowed it from my mother but did not use the case that comes with it. The hydrogen peroxide burned my cornea. I am not the first person who has done this. This product should be prescription only. Outcome: final outcome: temporary harm/injury; final outcome comment: I hope this is just a temporary injury but have to talk to my eye doctor and see how my eye heals. Visit to clinic/doctor. Visit to an emergency room. Call to 911. When and how was error discovered: when I burned my eye, when I inserted my contact that had been soaking in the clear care. Reporter's recommendations: clear care should be a prescription only product and made to look different from other contact solutions. (B)(4).